Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(6). (B)(6) checked the subject device and found the reported phenomenon which was attributed to the mechanical/chemical stress applied by repeated use for the long duration (handling issue). The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems (B)(6), it was found that the forceps elevator wire of the subject device was cut and raised. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4), it is surmised that the forceps elevator wire was broken due to fatigue failure due to repeated operations of forceps elevator, and was raised due to repeated brushing cleaning around the forceps elevator or attaching/ detaching the distal end cover. If additional information is received, this report will be supplemented.